Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and cuts in the lead insulation between 210-220 millimeters (mm) from the terminal pin at the location of the suture sleeve tie down site. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing due to the cuts in the insulation. Laboratory analysis did not confirm the reported clinical observations and concluded that the cuts in the lead insulation were consistent with induced damage from the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the ICD and rv lead were explanted and returned two years later with no additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.